Event description:
Voluntary medwatch received stated that an implantable cardioverter defibrillator (ICD) was implanted on top of a right ventricular (rv) lead and the integrity of this system was questionable. Subsequently, the device was explanted and replaced. No further information was available.